Event description:
A malfunction alarm identified as malf 12 was reported, and technical support assisted the customer with resetting the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and instructed to report any future malfunctions.